Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed creases on both views. Three rents were discovered, rent a measuring approximately <0.1 cm within a crease on the posterior view, rent b measuring approximately 1.3 cm and rent c measuring approximately 1.5 cm, both rents were observed on the anterior view. Microscopic examination of the edges of the rent b & c gave no indications as to cause. No other anomalies were discovered. There is no indication this relates to manufacturing. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Since mentor performs inspection of 100% of devices prior to release, product evaluation concluded that the creases occurred sometime after the removal of the device from its protective packaging. ¿ breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Additional information received on 5/21/2018, indicated that the patient underwent bilateral removal and replacement with left- catalog number 3501655, serial number (B)(4), and right replaced with catalog number 3501655, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate profile 300cc saline breast implant, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation with mentor smooth round moderate profile 300cc saline breast implants which the left side deflated after implantation. As a result, patient had the device explanted on (B)(6) 2018.